Manufacturer narrative:
Concomitant medical device: dtb251d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that there was an alert for low impedance on the left ventricular lead. The pacing impedance has gone down very slowly over time. The lead remains in use. No patient complications have been reported as a result of this event.